Event description:
It was reported that patient underwent an artificial urinary sphincter (aus) reimplant surgery. Previous device was explanted due to erosion/infection. No patient complications were reported in relation to his event. Rep do not have patient prior records of explanting the aus. It was removed approximately 8 months ago.